Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6 results/conclusions codes.

Event description:
New information received notes following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.